Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The patient's pacemaker failed to interrogate, and was suspected to have a depleted battery. The pacemaker was expanded and replaced. The patient was in stable condition. Further information was requested, but not provided.